Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there are no allegations of a device malfunction or deficiency or cycler set leak or defect reported for this event. All pd patients are at an increased risk for infection due to a compromised immune system and dialysis techniques increasing the potential of microbial contamination. The culture result of enterococcus faecalis, a normal inhabitant of the gastrointestinal (gi) tract, usually results from touch contamination or some gi source. Based on the available information and the lack of any allegation of a malfunction or product deficiency against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis in (B)(6) and was treated with antibiotics. Upon follow-up with the peritoneal dialysis registered nurse (pdrn) it was reported the patient presented to the pd clinic on (B)(6) 2019 with complaints of cloudy pd effluent and abdominal pain. A pd effluent culture was obtained and resulted positive for enterococcus faecalis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and fortaz (dose, frequency and duration unknown). The patient continued pd therapy utilizing continuous ambulatory peritoneal dialysis (capd) during the treatment period. The patient returned to utilizing the liberty select cycler once the antibiotic therapy was completed (unknown date). The patient did not require hospitalization for the event. The patient was seen at the pd clinic on (B)(6) 2019 for a repeat culture (results not available) and his pd effluent was clear, and all symptoms had resolved. The pd nurse reported the suspected cause of the peritonitis to be gastrointestinal in nature and stated that it was unrelated to the use of the liberty select cycler and cycler set.